Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels overnight, which were addressed by delivering a bolus via the pump. Customer did not provide the exact bg level. Customer is consulting with healthcare provider (hcp) to adjust insulin therapy.